Manufacturer narrative:
N/a.

Event description:
The following has been reported: micro air bubble in IV line of levophed. Bag was mixed by staff and not refrigerated, line was not tugged or tight. Loop to back of pump was present as well. Writer cleared bubble from pump and noticed it was to have micro/small bubble in line. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
As device serial number was not provided, device history record could not be reviewed. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. According to provided information, the serial number of the pump cannot be found. Thus, the pump cannot be investigated either. Therefore the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. Although we cannot confirm that the event is linked to a defective air sensor, please be informed that a CAPA is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: abnormal.

Manufacturer narrative:
N/a.